Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 0. Blood glucose level remained within normal range and did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the issue reappeared.